Event description:
Litigation alleges patient had pain and disability after asr hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr litigation received. Litigation alleges injury, elevated chromium and cobalt levels. MRI showed effusions and distortion around hip joint.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Event description:
Der states that revision due to anticipated adverse local tissue reaction, increasing cobalt levels with some effusion and adverse reaction on MRI scan. Asr cup was extracted. Tissue cultures during revision came back as negative for acute inflammation.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.